Event description:
Information was received indicating that a smiths medical had constant alarming or beeping. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping was immediately confirmed. The downstream sensor was the cause of the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.